Event description:
Boston scientific (formerly guidant) received info that this pt received a stent graft along with additional biliary stents to repair an enlarged aneurysm and possible type 1 endoleak with this ancure endograft which was placed several years earlier. Seven days later, a calcium-ring abnormality was found on computed tomography (CT), all devices were explanted due to further enlargement of the aneurysm. During the explantation, the original ancure endograft was found to have a 2 mm hole in the graft material corresponding to the calcium abnormality. The repair completed with a new gel graft. To date no further adverse pt effects were reported.

Manufacturer narrative:
No additional info is available at this time. If additional info becomes available, this event will be updated.